Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. A boston scientific sales representative stated the device was not interrogated when the patient was in the emergency room. A few days later the patient was evaluated at the clinic. Threshold testing was performed and measurements were within normal limits. Interrogation did not identify any stored episodes. The root cause of the syncope was not determined. The representative stated that vasovagal was suspected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a syncopal event two days post implant. It was noted that the patient does has sick sinus syndrome (sss). No additional adverse patient effects were reported.